Event description:
A pt reported blood glucose results of 364 mg/dl and 174 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, however, the time difference between the two readings exceeded 10 minutes. A control solution and check strip tests were performed and the results fell within specifications.